Manufacturer narrative:
Device manufacture date: as it could not be determined which clip had the gripper line break, both manufacturing and expiration dates have been provided. The results are as follows: cds0602-xtr, lot # 90408u1, manufacture date: 09-apr-2019, expiration date: 09-apr-2020. Cds0602-xtr, lot # 90402u1, manufacture date: 03-apr-2019, expiration date: 02-apr-2020. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot numbers that would have resulted in this incident. Additionally, a review of the complaint history records identified no lot specific product issue. In this case, the device was used for a tricuspid valve procedure. It should be noted that, per the intended use section of the mitraclip system instruction for use (IFU), "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". Since the device was used in treating tricuspid regurgitation, the use of the mitraclip device on the tricuspid valve is considered an off-label use of the device. It should also be noted that, per the IFU ¿ step 12.2 deployment step 2: delivery catheter shaft was performed before step 12.3 deployment step 3: gripper line removal¿. Therefore, the reported improper or incorrect procedure or method appears to be due to user failing to follow the IFU steps. The reported patient effects of foreign body in patient and embolism are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported mechanical jam in this incident could not be determined; however, embolism and foreign body in patient were a result of mechanical jam/operation context. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Device codes 1494 and 2017 added.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 1st clip referenced in b5 and d11 is being filed under a separate medwatch report.na

Event description:
This is being filed to report during the procedure, the gripper line broke and could not be removed and left in the patient anatomy. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with grade of 3. Two clips (90408u101 and 90402u127) were implanted on the anterior and septal leaflets of the tricuspid valve, reducing tr to 1. After deployment of the second clip, the gripper line could not be removed. During the attempt to remove the gripper line, the first clip detached from the septal leaflet and remained attached to the anterior leaflet (slda) and tr increased to 1-2. The decision was made to cut the gripper line at the groin access. The gripper line remained in the patient anatomy. The patient left the cath lab in stable condition. No additional information was provided.